Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding a fractured centralizer involving an abgii cemented stem n ø6 l was reported. The event was not confirmed. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the centralizer was not returned. Analysis of the centralizer is needed to complete the investigation for determining the root cause of the damage reported.

Event description:
The nurse reported that it was observed by the or team that the ip of the centralizer at the tip of the stem was broken in the box (blister).

Event description:
The nurse reported that it was observed by the or team that the ip of the centralizer at the tip of the stem was broken in the box (blister).